Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and the tubing of the minicap transfer set which resulted in a leak. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and the female connector/main body was separated from the tubing. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the female connector and the tubing is a friction fit and not a solvent bond. A strong tug on the tubing or patient adapter could cause the separation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.